Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor failed per specifications due to high readings.

Event description:
It was reported that the customer received a calibration error alert. The customer was also having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer stated that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 40 mg/dl when the actual blood glucose level was 180 mg/dl. The customer declined troubleshooting. Advised that replacement sensors and a serter would be sent. Nothing further reported.